Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d4: expiration date. G1: manufacturing site name and address. Correction: d4: lot. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: h3, h6: a product investigation was conducted: investigation flow: device interaction/functional visual inspection: the approximator fc sleeve(product code: 279712580 & lot no: nw234932) was received at us cq. Upon visual inspection,. The x25 inserter assembly component was missing in the expedium 5.5 flex clip-on reduction sleeve assembly. Functional testing: the functional test cannot be performed as the mating device was not returned. Can complaint be replicated with the returned device(s)? Unable to perform. Dimensional inspection: the dimensional inspection was not performed as it is irrelevant to the complaint condition. Complaint confirmed? No. The alleged unable to disassemble complaint condition cannot be confirmed as the mating device was not returned. Document/specification review: the relevant drawing reflecting current and manufactured revision was reviewed conclusion: the complaint was not confirmed for the received device. The x25 inserter assembly component was missing in the expedium 5.5 flex clip-on reduction sleeve assembly. No definitive root cause could be determined based on the provided information. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. H3, h4, h6: a device history record (DHR) review was conducted: a review of the receiving inspection (ri) for approximator fc sleeve was conducted identifying that lot number nw234932 was released in a single batch. ¿ batch1: lot qty of (B)(4) units were released on aug 28, 2019 with no discrepancies. ¿ batch 2: lot qty of (B)(4) units were released on dec 07, 2019 with no discrepancies. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device history review the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2020, during an unknown procedure, the instruments were stuck together and the surgeon was unable to disassemble the devices. Alternative instruments were used and the procedure was completed successfully. No adverse patient consequences reported. No surgical delay reported. This report is for one (1) expedium spine system clip-on red.driver w/dovetail 5.5mm. This is report 3 of 3 for (B)(4).